Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a compromised forced sensor alarm during priming. Caller states that insulin pump was not dropped or bumped, but customer does play football with insulin pump connected. Caller stated insulin "squirt" out when attempted to prime. Caller stated that drive support cap was sticking out. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with normal operating currents and passed the unexpected restart, self-test, and the displacement tests. However, the pump alarmed compromised force sensor system error during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime, excessive no delivery or delivery accuracy tests due to the alarm. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, a missing end cap sticker, and a cracked reservoir tube window.